Event description:
Initial results for a bun was 88 mg/dl. When repeated, the result was 20 mg/dl. The incorrect result was not released. The field service rep was unable to determine a cause for the incident.